Event description:
It was reported that it was difficult to recapture the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman closure device and delivery system (wds) were inserted. The wds was deployed but did not meet release criteria. During the recapture, the anchor hooked the pectinate muscle inside laa, resulting in failure to recapture normally. After multiple cold saline perfusions, the device was successfully recaptured. The wds was successfully removed, and the procedure was completed with another device. There were no patient complications or consequences that occurred as a result of this event.

Event description:
It was reported that it was difficult to recapture the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman closure device and delivery system (wds) were inserted. The wds was deployed but did not meet release criteria. During the recapture, the anchor hooked the pectinate muscle inside laa, resulting in failure to recapture normally. After multiple cold saline perfusions, the device was successfully recaptured. The wds was successfully removed, and the procedure was completed with another device. There were no patient complications or consequences that occurred as a result of this event. It was further reported that after the recapture of the device with cold saline, it was noted that a very small amount of pectinate muscle was attached on the anchor. No surgical or medical intervention was required.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code updated.

Manufacturer narrative:
Device evaluated by MFR.: a watchman delivery system (wds) with the implant in the sheath was returned for analysis. The device was visually and microscopically examined. Inspection revealed that there were numerous kinks in the sheath. Examination under the microscope found tip damage as the tri-cuts were flared, the distal marker band was kinked, and abrasions were within the sheath tip. The implant had anchor damage. Product analysis could not confirm the reported events as clinical circumstances could not be replicated. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that it was difficult to recapture the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman closure device and delivery system (wds) were inserted. The wds was deployed but did not meet release criteria. During the recapture, the anchor hooked the pectinate muscle inside laa, resulting in failure to recapture normally. After multiple cold saline perfusions, the device was successfully recaptured. The wds was successfully removed, and the procedure was completed with another device. There were no patient complications or consequences that occurred as a result of this event. It was further reported that after the recapture of the device with cold saline, it was noted that a very small amount of pectinate muscle was attached on the anchor. No surgical or medical intervention was required.